Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that the keypad was unresponsive and that a new battery didn't help. Reportedly, moisture was discovered in the battery compartment and the patient used to take a bath with the pump. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2014 with the following findings: the investigation was completed with the returned battery cap with no power issues reported. The keypad cover was found to be intact and all keypad buttons responded normally to testing. There was no moisture observed in the battery compartment. The pump case was removed for further investigation and moisture was found on the printed circuit board and the internal pump board components. Unrelated to the initial complaint, the display was found to be dim, fading and reddish in color. The keypad cover was removed and no contamination was found under the key contacts.